Manufacturer narrative:
The customer did not provide patient samples for investigation. Accuracy testing was completed for architect ca 19-9xr reagent lot 12114m500. Four levels of an internal panel made from defibrinated human plasma was tested on three different architect instruments. Each level contains a known concentration of the ca 19-9 analyte. The results met testing criteria. Complaint trend review identified normal complaint activity for the issue under investigation. The customer compared results to another platform. The architect ca 19-9xr assay does not allow for method comparison as stated in the package insert. Investigation indicates that the architect ca19-9xr reagent is performing as intended. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that falsely elevated architect ca 19-9xr results were generated for a patient being monitored over several months. Architect ca19-9xr values were above the reference range while the roche ca 19-9 value was within the reference range. Ultrasounds and endoscopies were performed on the patient and results were normal. No patient injury was reported. Patient ID (B)(4). History of results on the architect instrument: (reference range 0 - 37 u/ml): (B)(6) 2011: 17.56 u/ml, (B)(6) 2012: 25.62 u/ml, (B)(6) 2012: 103.58 u/ml; roche modular electrochemiluminescence (reference range 0 - 39 u/ml): (B)(6) 2012: 24.05 u/ml.